Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2015; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient had a pump replacement procedure (B)(6) 2026. The patient showed up to an appointment with their pain provider hcp last week and presented with redness, discharge, and swelling. The hcp told the patient they needed to immediately go to the emergency room (ER) due to possible infection. The patient told their hcp that their pet cat had scratched them at the implant site, and then they opened the site up again a few days later while putting on a belt. The rep was notified by the hcp of the possible infection (B)(6) 2026. The patient went to the ER and was admitted for infection on (B)(6) 2026. There was infection at the pump pocket/implant site. An hcp did a complete explant of the system (B)(6) 2026. The patient was currently on antibiotic regiment for their infection. The rep did not have knowledge of what diagnostics or cultures that were performed. The issue was not indicated as resolved at the time of the report.